Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their avea ventilator generated "circuit occlusion" and "ext high ppeak pressure" alarms. The unit was on a patient when the issue occurred and could be duplicated by the customer's biomedical engineer department during the extended systems test (est). No report of harm to the patient, associated with the event, was received by carefusion.